Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper case was dented affecting keyboard fit, the upper and lower cases were broken, the battery contacts were compressed, the ring was bent, the battery drawer was broken and the keyboard was scratched.

Event description:
It was reported the ventricular output connector was broken. The epg (external pulse generator) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).